Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the wake button has stopped functioning. During troubleshooting with tandem technical support, it was confirmed that the pump still turns on when plugged into a power source. In addition, the contact reported the pump shut off unexpectedly. Customer reported blood glucose (bg) level was 260 (mg/dl). A bolus was delivered to address bg level. During a follow up call, the contact stated the pump wake button has always been functioning properly. Review of the pump battery depleted suddenly from 45% to 7% and the pump shut off due to insufficient power. Reportedly the customer will continue to use the pump until the replacement pump is received.